Event description:
There was no patient involved in this event. This device malfunctioned because it has broken or sheared off pogo pins.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010. Manual power ups are recorded between (B)(6) 2010 and the (B)(6) 2014. The device fails multiple self-tests due to a low battery during this time. Upon visual inspection of the returned device the pogo-pins were observed to be damaged, sheared off, bent and stuck inside the device. It is reasonable to conclude that devices returned for the reported fault may be attributed to damaged pogo-pins and membrane failure. The damage to the pogo-pins may have been caused by the regular removal and re-insertion of the pad-pak. Voltage fluctuations may be due to the pad-pak not being properly seated in the device, may have been replaced with a partially depleted unit or failure of the battery terminal pogo-pins. No pad-pak was returned for investigation. The ten minute time outs would suggest a failing membrane. The green status led remaining constantly lit between flashes is also a symptom of membrane failure. The failure could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.